Event description:
A scrub technician reported that during a cataract extraction with intraocular lens implant procedure they were unable to advance the surgical steps using the footswitch. The remote was used to advance the surgical steps and surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).